Event description:
Customer reported the system keeps shutting down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the ps1 power supply is probably faulty. Customer does not want system repaired at this time, due to system will work with an occasional reboot needed. (B) (4)